Event description:
It was reported that the patient inserted a sensor, but didn't feel anything during insertion. It was stated that the sensor was removed, and the electrode was missing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.